Manufacturer narrative:
Conclusion: a needle that broke at the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent total abdominal hysterectomy on (B)(6) 2014 and suture was used. While making continuous sutures through the patient¿s derma, the needle broke near the swage part. The needle piece was retrieved during the initial procedure, but it was not provided whether the broken piece fell into the patient¿s body or not. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.